Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was taken to the emergency room (ER) on (B)(6) 2017. It was stated as not related to the device or therapy. It was said that someone said something about an alarm on the pump, but the consumer didn¿t think the pump had an alarm. The consumer didn¿t believe that the pump was alarming. The consumer was getting all the information third hand. The only thing the consumer thought of that¿s different was at their last refill, the assistant said there was a message on the screen and something about it¿s time to replace. The daughter tried to ask a question, but the assistant left the room. It ended up being a ¿we¿ll deal with it when the patient comes in next kind of a thing¿. The session data report showed that elective replacement indicator (eri) was on (B)(6) 2016. The patient went to the healthcare provider (hcp) and they never said anything to the patient. Additional information was received from a healthcare professional (hcp) on 2017-feb-02. It was reported that there was no alarm heard on (B)(6) 2017. It was indicated that the patient did not experience any symptoms. It was unknown if any troubleshooting was done related to the alarm. It was reported the patient was admitted to the hospital with chest pain. On (B)(6) 2017 a pump "revision" was done. The cause of the alarm was determined to be due to it had expired. It was indicated that the alarm had been resolved.